Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited high capture threshold of 6.5 v at 1 ms one day post implant. A chest x-ray confirmed that the lead had dislodged.